Manufacturer narrative:
The customer did not see any alarm or advisory from the system. The company service representative examined two systems and no problems were found. Five (5) phaco handpieces were checked and all were good. The system was then tested and met all product specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4). Phaco tip #1 - no 0.9mm 45kt mini phaco tip was returned for the phaco tip being too hot and sutures had to be used to close incision. For this final lot, (B)(4) component phaco lots, manufactured in february 2016, were used to make up the final lot. A device history record review for each of the (B)(4) phaco lots was conducted. According to the device history record reviews, two lots were reprocessed for an anomaly that did not contribute to the customer complaint. The product was released based on the product¿s acceptance criteria. Ten lots had no anomalies according to the device history record reviews. No additional investigation is required based on the device history record reviews. A complaint lot history examination indicated there were no other complaints for the reported issue. Due to the fact that a sample was not returned and the lot information provided, indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. All phaco tips are 100% visually inspected by trained operators using 30x magnification. Phaco tip #2 - this is one of four complaints for the finish goods lot for this issue. The DHR review shows the order was built and released per specification. The customer did not retain a sample for this complaint report. As such, visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. A root cause for the reported event could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse manager reported that an ophthalmic surgeon informed her that during a procedure, the phacoemulsification tip was hot and the patient experienced a corneal burn which he had to apply stitches. The product samples were not retained. Additional information was requested; however, none has been received to date. This is the fourth of four events for this surgeon.